Manufacturer narrative:
Examination was not possible, as the device has not been returned. Without the return of the device in question a root cause for the reported incident cannot be determined. There are no indications that would suggest the device did not meet product specifications upon release into distribution. (B)(4).

Event description:
During a knee arthroscopy, a 9mm reamer used to drill a femoral tunnel and broke. All pieces were removed from the patient and another reamer was available for use. No patient injury or other complications were reported.